Manufacturer narrative:
Additional, changed, and/or corrected data: d.10., h.3., h.6. Device evaluation: visual analysis of the returned device identified: deformation, fold creases, wear abrasion. And was observed after autoclave cycle: cloudy gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side "areolar necrosis" and infection. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "infection and necrosis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation: infection (early onset) and necrosis.

Event description:
Healthcare professional reported left side "areolar necrosis" and infection. Device has been explanted.